Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "the needle always bounces back and falls off, causing negative pressure to decrease."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode.